Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her child. The device allegedly gave readings that were 5 degrees lower than the patient's actual temperature. The child was taken to their doctor, and a fever was confirmed. No adverse event occurred, and the patient is doing well.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her child. The device allegedly gave readings that were 5 degrees lower than the patient's actual temperature. The child was taken to their doctor, and a fever was confirmed. No adverse event occurred, and the patient is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.